Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while locking the modified swivel adaptor (a1115), the system failed, loosened or came apart when patient was in position to undergo a craniotomy procedure. The device was safely removed and replaced with working piece while patient was on the table. There was a delay for 30 minutes with no patient injury reported.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the provided serial number # ¿(B)(6) ¿ does not appear to be a valid integra identification number for product a2101, thus DHR review is not possible. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The unit is in very poor condition and does not have a repair history. Root cause - complaint is confirmed for the reported issues (system failed/loosened/came apart). Base unit was manufactured in 2012 and has no repair history. Unit was received in poor condition and service and repair recommends replacing the unit. Probable root cause includes routine wear and lack of preventive maintenance.